Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles coming out of the cartridge. Customer reported a blood glucose level of 219 (mg/dl) and delivered a manual injection. During troubleshooting with tandem technical support, customer was guided through changing their cartridge and infusion set.